Event description:
The customer reported, the system's power plug was stripped with visible wires. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was repaired. The system was then found to be operating as intended.